Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow mildly tortuous non-calcified de novo lesion in the distal femoral vein. Reportedly, the balloon of a 4x80mm armada 35 would not hold at nominal pressure when it was inflated inside the vessel. Two attempts were made to inflate the balloon to nominal pressure; however, pressure decreased slowly. No leakage or backflow was observed. The device had been prepped prior to use without any issue. The procedure was completed successfully with the same inflation device and a non-abbott balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty inflating the balloon was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing and design issue. Further assessment of this issue per site operating procedures was performed. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product the performance of these devices will continue to be monitored.